Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: 0.035 terumo stiff; sheath: cook flexor 6f 70cm, cook flexor 7f 70cm. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat an 85% re-stenosed, heavily calcified, non-tortuous lesion in the proximal ascending aorta, which had been formerly implanted with an unspecified stent in 2013. A non-abbott .035 guide wire was crossed transbrachially over the lesion and was snared with a 6f non-abbott sheath from the femoral access. The guide wire was strained to provide enough support to deliver the non-abbott sheath to the lesion. A 10.0x29mm omnilink elite stent delivery system (sds) was advanced with resistance with the 6f introducer sheath. The sds did not reach the lesion and both the sds and 6f introducer sheath were removed. A 7f non-abbott introducer sheath was then placed and the same omnilink elite sds was re-advanced, but was not able to reach the lesion due to the previously implanted stent's position in the aortic arch (extended 3-4 mm) and the stent dislocated on the balloon proximally a few millimeters prior to attempting deployment. An attempt was made to pull the sds and stent back into the 7f sheath, over the strained guide wire. While pulling the sds back into the 7f sheath, the stent struts reportedly flared. The stent was deployed between the aortic arch and descending aorta, where the 7f sheath's tip was positioned. The omnilink elite stent was post-dilated twice with the delivery balloon, the stent remains in the patient and successfully treated the target lesion to complete the procedure. The physician noted that there was a misunderstanding of sheath ID information with the sds packaging, and that the sds did not fit into the 6f sheath. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: due to manipulation, the initial 10x29mm omnilink elite stent was able to be successfully placed and deployed in the target lesion. At the proximal edge of the stent, the implanted stent now showed some overlapping. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: serial# changed from (B)(4) to na. (B)(4). Evaluation summary: visual and dimensional inspection was performed on the returned devices. The reported resistance, stent movement and stent damage was not confirmed as the stent on the omnilink elite was already deployed and the balloon folds had been compromised. The reported labeling issue was also not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine conclusive cause for the reported difficulties. As it was reported that the device was being used to treat the proximal ascending aorta, it should be noted that the instructions for use (IFU) states: the omnilink elite peripheral stent system is indicated for the treatment of de novo or restenotic atherosclerotic lesions in protected peripheral arteries and palliation of malignant strictures in the biliary tree. Additionally, the IFU warns: should unusual resistance be felt at any time during lesion access or stent delivery system removal, the introducer sheath and stent delivery system should be removed as a single unit. In this case there is no indication to suggest that the off-label use contributed to the difficulties. It may possible that the challenging anatomical conditions contributed to the difficulties, as it was reported that difficulty was also encountered using a 7f non-abbott introducer sheath. It may be possible that the introducer sheath was bent or angled within the challenging anatomy such that the lack of inner diameter clearance available in the sheath was reduced, further causing resistance and resulting in the reported stent damage and stent movement. Additionally, the various commercially available introducer sheaths have inner diameters in a range from 2.14mm to 2.26mm. To determine the sheath size compatibility of the omnilink elite (ole) product during the development phase of the product, testing was conducted with marketed introducer sheaths. It was determined that the 10mm ole size could be advanced in sheaths that had an inner diameter of 2.20mm or larger. The force required to advance the catheter was deemed clinically acceptable in sheaths that met these requirements. It should also be noted that there is no specific industry definition of 6f sheath dimensions or what it means to have a product that is 6f compatible. The only guidance the sheath producers have is to make the inner diameter larger than 2.00mm and smaller than 2.33mm. This contrasts with the convention for guiding catheters that have a clear definition of a maximum outer diameter of 2.0mm. The lack of clear industry guidance may be a contributing factor to why there is a broad range of inner diameters found in commercial introducer sheaths. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.